Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with the same model, but there was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 25jul2024, the customer actually reported that a 1102 "primary alarm failed" alarm error occurred while the device was in patient use. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The speaker was replaced, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The product investigation lab (pil) technician temporarily installed the suspect speaker onto the standard test bed (stb) and noted that there was a 1102 "primary alarm failed" alarm error during the diagnostic portion of the stb operation. In addition, the pil technician verified that the speaker failed pin to pin and solder to solder joint testing. The pil technician concluded that the returned speaker was faulty, and the failure of the returned speaker was due to an open resistance to the voice coil of the speaker.